Manufacturer narrative:
Investigation summary: first visual analysis was performed, and it was found pebax sleeve has a few surface scratches on it with no metal exposed. Also has reddish-brown residues inside the pebax sleeve. Second visual analysis was performed, and reddish material was observed inside the pebax, in addition to a hole was found in the pebax. The catheter was evaluated for eeprom, and the functionality of the sensor catheter was tested on the carto system. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was recognized by carto 3 system; however, error 106 was displayed. The catheter was then dissected, and it was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint has been verified. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The root cause of the loss of electrical continuity at the sensor could be related to the design; however, an internal corrective action has been opened to address this issue. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. Product analysis lab noted a hole in the pebax. Initially, it was reported that there was a force sensor error displayed, error code 88. The cable was replaced with no resolution. The catheter was replaced and the issue resolved. The procedure was continued. There was no patient consequence. This force sensor error of 88 was assessed as not reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and found during the first visual analysis that the pebax sleeve had a few surface scratches on it with no metal exposed. Also, it had reddish-brown residues inside the pebax sleeve. This returned condition was assessed as not reportable as foreign material was found underneath the pebax; however, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This event is being reported because the biosense webster inc. Product analysis lab observed during the second visual analysis on october 29, 2019, a hole inside the pebax. It was also noted that there was reddish material inside the pebax. The additional finding of the hole in the pebax was assessed as a reportable issue. The awareness date for this reportable lab finding was october 29, 2019.